Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.0x23 xience sierra stent referenced is being filed under a separate medwatch report number.na

Event description:
It was reported that the procedure was performed to treat a lesion in the saphenous vein graft to the posterior descending artery. An unspecified filter wire was advanced to the lesion and 3.0x18mm and 3.0x23mm sierra stents were deployed. During removal of the filter wire, it became stuck with the deployed stents and it caused the stents to accordion [compress]. The stents compressing stopped the flow to the lesion and the patient had a heart attack. The patient was taken to the operating room for surgical removal of the filter basket, wire, and compressed stents. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of occlusion and myocardial infarction are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.